Event description:
A report was received that the patient had difficulty charging her ipg and was scheduled for a pocket revision. The patient decided to have the precision system explanted as she was not comfortable operating the device. After the explant, the patient is reportedly doing well.

Manufacturer narrative:
Patient's weight not available. Device was explanted and discarded. Device was not returned to bsn. This is the final report.